Manufacturer narrative:
In response to FDA report number mw5083498. The event of inflammation/irritation is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency (mw5083498) "inflammation behind my implants." Patient additionally reported "white calcifications" on implants, "nasty particles floating in them" and "mold," and "I had them sent to pathology because the type I had were cancer-causing." Device has been explanted. This record is for the left side.